Event description:
A user facility administrator (fa) reported that an external dialyzer blood leak occurred twelve minutes after initiation of a patient¿s hemodialysis (hd) treatment. The machine did not alarm with the external blood leak. Visible blood was noted leaking from a crack in the dialyzer head. The machine, a fresenius 2008t, did not alarm with a blood leak alert as the blood leak was visually noted before blood reached the blood leak detector and treatment was immediately terminated by staff. Fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No visible damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: reported complaint not confirmed as complaint device not returned to date for manufacturer evaluation. During lot history review there were five other complaints reported against lot. One of five complaints addresses a dialysate leak during priming (no sample), and remaining four complaints address external leaks from header of the dialyzer (no samples). As five of the complaints against lot involve external leaks, a unique customer search was performed to identify the number of unique customers who received product from the reported lot. The search revealed that 22ku07025 (lot size of 29,904) was distributed to 205 unique customers. The five complaints were noted as being received from three of the 205 different customers. Nc/CAPA decision tree was completed and the trigger limit for CAPA has not been exceeded for this lot at this time. Production records review was performed on the reported lot. Investigation of the device history records (DHR) conducted by manufacturer. No indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process associated with reported event. Lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of actual device. Complaint not confirmed. Reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility facility administrator (fa) reported that an external dialyzer blood leak occurred twelve minutes after initiation of a patient¿s hemodialysis (hd) treatment. The machine did not alarm with the external blood leak. Visible blood was noted leaking from a crack in the dialyzer head. The machine, a fresenius 2008t, did not alarm with a blood leak alert as the blood leak was visually noted before blood reached the blood leak detector and treatment was immediately terminated by staff. Fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No visible damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.